Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted with two leads (from the same lot) as part of the drg system. It was reported the patient ((B)(6)) experienced ineffective and unintended stimulation. X-rays were taken and indicated both leads had migrated. The patient may pursue surgical intervention at a later date.